Event description:
Related to 712862. The hospital reported that during an endoscopic vein harvesting procedure the hst iii system (4.3mm) misfired. Products did not load onto the applicator correctly. They would not curl up. No delamination/cracking of the seal was noted. An additional device was opened and worked without incident. There were no adverse events to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hst iii system (4.3mm) did not load onto the applicator correctly. They would not curl up. No delamination/cracking of the seal was noted. An additional device was opened and worked without incident. There were no adverse events to the patient.

Manufacturer narrative:
(B)(4). Corrected sections: h6--removed 'misfire' from problem code. The device was returned to the factory for evaluation on 10/27/2022. An investigation was conducted on 11/03/2022. A visual inspection was conducted. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was returned outside the devices in a fully opened state. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed. The lot # 3000263648 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.